Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during the cataract surgery with intraocular lens implant procedure, the surgeon noticed some white powder on the optic near the center. Surgeon used irrigation and aspiration handpiece to aspirate and clean the surface of iol. The white powder was cleared. The surgery was completed on the same day. There is patient contact but no patient harm.

Manufacturer narrative:
The lens was not returned for evaluation. Two photos were provided of the lens in the eye. They appear to be the same photo. One has an area of interest circled in green. A "white powder" cannot be observed in the indicated area or on the photo without the indication. The glare from the light reflections may be obscuring the reported material. No determination can be made from the photos. Qualified associated products were indicated. The root cause for the reports "white powder could not be determined. The lens remains implanted. No determination can be made without physical evaluation of the complaint sample. A determination could not be made from the review of the provided photos. Unable to discern a "white powder" in the images provided. The manufacturer internal reference number is: (B)(4).